Event description:
Additional information was received indicating this patient had experienced a syncopal event a few days prior to the lead revision procedure. The device was checked, and there were no stored correlating events. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing that led to pacing inhibition and asystole. Surgical intervention was taken to explant and replace the lead. The device remains in service. No additional adverse patient effects were reported.